Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 135 mg/dl. Customer stated that this is at least the third motor error alarm in the last couple of days. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the alarm. Customer was advised that the pump will need to be replaced and to retrieve her pump settings. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.